Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie and drawer were closed before grabbing the meds. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie and drawer were closed before grabbing the meds. A technical support specialist (tss) remoted in and confirmed that the nurse issued the meds and was able to get the meds out for the patient. The system functioned as intended.